Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR report numbers: 1627487-2014-23222 and -23224. The pt has 2 occipital leads (from the same lot) implanted as part of her scs system (off-label use). It was reported the pt experienced ineffective stimulation. As a result, the pt underwent surgical intervention on (B)(6) 2014 and the left lead was moved to a new location. During the procedure, the physician also moved the anchor on the left lead to a new location, as it was covering the electrodes. The pt reported effective stimulation coverage postoperative.